Manufacturer narrative:
On 3-dec-2024, additional information was received indicating there was no resistance and no malfunction experienced with vizigo sheath. Device evaluation details: on 12-dec-2024, the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed that the rocker arm was detached from the handle. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. The rocker arm detachment was not related to the reported event and the potential cause could be related to the handling of the device after the procedure; however, this cannot be conclusively determined. The physician's opinion on the cause of the adverse event was the procedure. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: cause not established (d15) / component code: actuator (g04002) were selected as related to the detached rocker arm identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the manufacturing & expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and vizigo and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention and prolonged hospitalization. During an atrial fibrillation procedure there was a pericardial effusion. It was noted that there was a baseline effusion present but they are unsure of the size. The physician stated that while doing the transseptal puncture the "septum was floppy and the physician was struggling to get across". The physician stated that they had to "push a little hard than they usually do". The sheath was advanced. The ablation catheter was advanced. Ablation was performed. Anesthesia alerted the physician that there was a change in patient¿s blood pressure. The physician confirmed that there was a change from the baseline effusion. A pericardiocentesis was performed. They removed about 1l of fluid and about 600 ml was given back to the patient. This time they are trying to reverse the eliquis to help with bleeding and the patient may potentially be taken to the operating room (or). An or intervention was done to stop the bleeding. Patient required extended hospitalization to monitor the patient¿s recovery after surgery. The cardiac perforation was noted in the left atrial appendage. The physician's opinion on the cause of the adverse event is that it was procedure related. The activated clotting time (act) when the event occurred was above 350. No evidence of steam pop. Event occurred during transseptal puncture phase.